Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a controller error alarm during setup. There was no patient involvement.

Manufacturer narrative:
The investigation into the automated impella controller (aic) controller error alarm has been completed. Console logs from the reported day of event are consistent with complaint and show controller error alarm, due to defective optical sensor lamp), that did not resolve after restarting the console. Log analysis showed that the same issue occurred 3 days prior, and was preceded by several controller error alarms as early as 2023-03-18. After console was received in danvers, the issue was reproduced, and it¿s been observed that there was no light coming out of aic optical fiber. It¿s been determined that the lamp assembly on the optical bench had failed. Console inspection also revealed contamination (that could not be cleaned) of the optical pump connector, cracked purge disk retainer, and purge fluid ingress into the purge pressure sensor area all unrelated to the complaint. The cause of the issue was a defective component.